Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call external ram crc error alarm and unexpected restart alarm. Customer¿s blood glucose level was 220 mg/dl. Troubleshooting for the unexpected restart alarm was performed. Customer advised they changed the battery on the device, the device counted to six and then an unexpected restart alarm occurred. Troubleshooting for the external ram crc error alarm was performed. Customer advised they performed and passed the self test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed self-test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No signal too low alarms noted. Unexpected restart alarm after battery change due to interboard voltage leak. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.